Manufacturer narrative:
Sections with additional information as of 11-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 28-feb-2023 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms. Medical intervention since the last call was reported: customer stated she had gone to the hospital on (B)(6) 2023. Customer stated she had obtained hi using the true metrix meter and her husband had taken her to ER that evening. Customer could not recall her blood glucose test result when at the ER. The diagnosis had been high blood sugar and customer had been treated with IV fluids. Customer was discharged on (B)(6) 2023 and advised to follow-up with her primary care physician. Customer stated that the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported symptoms of increased thirst and urination, dizziness, and dry mouth. Medical attention was not needed at the time of the call; husband advised that customer has a routine tele-health visit with her doctor in two hours. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/29/2023 and test strips were opened a few days prior to call. The meter memory was not reviewed for previous test result history.